Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter with no other devices. There was blood and contrast in the balloon. There were numerous kinks in the hypotube and distal shaft of the device. Magnified inspection identified a longitudinal tear in the balloon wall from the distal markerband to the proximal markerband. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified mid right coronary artery. A 2.00mm x 15mm apex¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated however the balloon ruptured under 14 atmospheres. The procedure was completed with another of the same device and the lesion was treated with implantation of a 2.75x16mm bsc stent. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified mid right coronary artery. A 2.00mm x 15mm apex balloon catheter was advanced to dilate the lesion. The balloon was inflated however the balloon ruptured under 14 atmospheres. The procedure was completed with another of the same device and the lesion was treated with implantation of a 2.75x16mm bsc stent. No patient complications were reported and the patient's status was stable.